Event description:
The patient stated that his blood glucose was elevated to 430 mg/dl in 2007 and he did not feel well. He stated that his normal blood glucose lowered after changing his infusion site. He stated that he does not believe his infusion device is delivering the proper amount of insulin. He stated that he performed a prime of the infusion tubing while disconnected from his infusion site, and he did not see insulin drip from the end of the tubing. He stated that he believes the remaining insulin totals are too low after priming the infusion set, but he does not know where the insulin is going. The patient's infusion device was replaced. Upon follow up, the patient stated he was doing well. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.